Event description:
Same case as MFR #6000093-2007-02219. The patient was enrolled in the clinical trial after the patient presented with chest pain. Target lesion 1 (16 mm long) was identified in the distal segment of the svg to rca with 80% stenosis and a 3.0 reference vessel diameter. Target lesion 1 was treated with direct placement of a 3.0 x 16 mm taxus express stent. There was no residual stenosis. Target lesion 2 (16 mm long) was identified in the mid segment of the svg to rca with 80% stenosis and a 3.5 mm reference vessel diameter. Target lesion 2 was treated with direct placement of a 3.5 x 16 mm taxus express stent. There was no residual stenosis. Target lesion 3 (16 mm long) was identified in the svg to rca with 80% stenosis and a 3.5 mm reference vessel diameter. Target lesion 3 was treated with direct placement of a 3.5 x 16 mm taxus express stent. There was no residual stenosis. There were not reported complications and the patient was discharged one day later on aspirin and plavix. It was noted that the patient would be brought back for staged interventions to the svg to om and to lad. The patient was readmitted 665 days post index procedure with unstable angina. The history and physical notes state the patient had stents placed in the svg to marginal in 2005, which was complicated by no reflow. The patient also had been experiencing some stable claudication symptoms with ambulation in both lower extremities. The history and physical also notes the patient has peripheral vascular disease with a history of stent placement in the left common iliac artery. Of note, the list of home medications included plavix and aspirin at the time of admission. One day later, the svg to rca was treated with placement of a 3.5 x 16 mm taxus express stent. There were no reported complications and the patient was discharged one day later on aspirin and plavix. The patient was readmitted the following day with severe chest pain. One day later, the patient underwent the following: a 2.5 x 12 express2 bare metal stent to the pda (distal rca near insertion site of svg), a 3.0 x 12 mm liberte bare metal stent to the pda, another manufacturers 2.5 x 12 mm stent to mid lad, another manufacturers 2.5 x 8 mm stent to the distal lad, and another manufacturers 3.5 x 12 mm stent to the svg to the proximal segment of the posterior marginal branch. There were no reported complications and the patient was discharged 2 days later on aspirin and plavix. The patient was readmitted on day 856 with unstable angina. Of note, aspirin and plavix are listed among the patient's home medications. Initial cardiac enzymes were normal and ECG was without acute changes. The next day, an attempt was made to pass a 3.5 x 16 mm taxus express stent into the distal segment of the rca, but it would not totally cross the lesion. The stent was deployed because it could not be retracted. A balloon was then able to be passed more distally and able to be dilated in this tight stenosis. Another attempt was made to pass another stent but it would not pass. The vessel was widely patient from the angioplasty, and no further attempts were made on this vessel. During this procedure, the native lad was treated with three 2.5 x 8 mm taxus express stents. There were not reported complications and the patient was discharged one day later on aspirin and plavix. In the opinion of the physician, there is a probable relationship between the tvr and the stents. In october 2007, the clinical events committee determined a probable relationship between the tvr and the stents.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.